Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the audio bolus button has been unresponsive for about a year. The patient reportedly wears the pump in a pocket and does not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the audio bolus button was intact. During testing, the audio bolus button was found to be unresponsive. During investigation, the audio bolus cover was removed and the button contact slug was missing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.